Event description:
A pump motor stall was reported. A confirmed motor stall was noted in the event logs with no motor stall recovery recorded in the logs. The motor stall was caused by the patient having an MRI. The reason for the MRI was not pump related. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient had "no complications". The reporter indicated it was unknown to them what the event issue was/due to. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model# 8711, lot# j10950r41, implanted: (B)(6) 2002,explanted: unk. (B)(4).

Manufacturer narrative:
All previously reported patient and device codes will be updated to the following for this event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.